Event description:
Additional information was received from the patient. They reported that the cause of the setting changing from program 3 to program 2 was not determined, no likely cause was given, no steps were taken/needed, and the issue was reported as being resolved. The patient also indicated that the cause of feeling "almost like a shock" where the battery is or might of been at the spine was determined. They indicated that the likely cause of this was their activity level, noted no steps were taken/needed, and reported the issue as being resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that reason for call was patient said yesterday they thought they were on program 3, and today they were set at program 2. They wanted to know if medtronic had record of what program they put on. Patient was advised and told to leave the settings for a week and just charge the devices and see how it goes. They said it was explained post operation and they were in recovering so maybe they understood wrong. Patient said they feel tingling into left buttcheek and leg when standing in certain positions or lay on back. It is sore and everything. It felt weird driving their son this morning to school. They were  afraid going to move or do something. They moved and felt almost like a shock where the battery is or might of been at the spine right at device's general area. The weird sensation they noticed yesterday. Walked the caller through checking her settings. Patient backed the stimulation down one tenth and she said it felt better. Redirect to doctor to update them and ask for direction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.